Event description:
It was reported that 2 unspecified bd eclipse¿ needles leaked, 2 needles' packaging units were found open before use, and 2 needles caused dirty needle stick injuries after use on the patient. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of leakage (2), the package was open before use (2), needlestick injury (after patient use) (2), and broken caps (2)."

Manufacturer narrative:
H6 investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be confirmed and the root cause is undetermined. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). And the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 unspecified bd eclipse¿ needles leaked, 2 needles' packaging units were found open before use, and 2 needles caused dirty needle stick injuries after use on the patient. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of leakage (2), the package was open before use (2), needlestick injury (after patient use) (2), and broken caps (2)."